Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device tip remains in the patient and the remaining portion of the device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep during a total reverse shoulder while the surgeon was doing the final turn the ar-9545-t15-01 broke off inside as the implant was being placed. The piece of the ar-9545-t15-01 is in the screw. Additional information 2-14-2019: it was reported by the sales rep that during a reverse total shoulder procedure, the surgeon was placing the 39 neutral cup that attached to the stem, the screw was fully seated down and the doc gave it one last final turn and the t15 driver broke off and stayed inside that 39 cup screw head. He then placed a spacer and liner over the cup so the broken piece is secured inside for good.